Event description:
The sheath leaked. The iab was not used. The sheath and iab were discarded by the facility. No second iab was inserted. As a result of the event, the pt had loss of blood. On 4/21/97, co received the following info: the iab sheath was inserted into the right femoral artery. Upon insertion of the sheath, blood began oozing around the insertion site. After removing the wire, the blood continued to ooze. Manual pressure was applied to the insertion site for approx. 15 minutes but the dr was unable to control the blood lose. Event complications: there was loss of blood - rpt'd 3/26/97. Pt current status: discharged - rpt'd 4/21/97.

Manufacturer narrative:
Evaluation: the product was not returned to co for evaluation. The item was discarded by the hosp.